Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(6). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the suture line broke on the angio-seal device. The patient was having a right renal artery embolization performed with the puncture site located in the cfa (common femoral artery). The left femoral artery was punctured. The vessel diameter is superior to 4 mm and there was no significant stenosis and calcification. The operator used a 5fr sheath introducer, cobra2 angiographic catheter and collagen sponge. The suture line broke as the operator had grasped and pulled the device. The device broke near the collagen, distal of the tamper tube. The patient was under observation in the hospital since there was a risk of the anchor falling off. A pre-deployment angiogram was performed. The operation was finished successfully. Blood loss was reported to be less than 250 cc. The patient was reported to be stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr angio-seal vip device was returned for evaluation. No accessory components were returned with the device. Visual inspection revealed that the hemostasis sheath was properly mated with the deployment sleeve of the evolution, which was in the rear lock position with the color bands exposed. The tamper tube was completely exposed. The suture was released form the spool and was cut below the knot. The distal end of the suture was examined for any anomalies. The suture appeared evenly cut in two steps. Then, the suture was isolated from the device was checked for structural anomalies. There were no cuts or anomalies in the braids of the suture. The device and its components were not returned in a temperature controlled state and the suture could be assumed to undergo some degradation during the return shipping process but despite this, no brittleness or fragility was observed upon subjecting the suture to mechanical pulling force. The suture was able to withstand 12lbs meeting the manufacturer specifications. The certificate of conformance was checked for the suture lot and no anomalies were noted. The complaint is confirmed based on the returned device. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional event information.

Event description:
Additional information was received on july 30, 2018. The anchor was left in the patient. There was an ultrasound performed to locate the anchor. The doctor reported that the location of the anchor is unknown but it might be in the vessel. The patient did not have medical or surgical intervention performed to remove the anchor. The patient is still in the hospital and doctor is taking the wait-and-see approach.